Event description:
Caller reported that damage to the pump housing and usb port occurred approximately two weeks ago, affecting the ability to charge the device. Although the damage did not cause the pump to shut down, charging was unstable as the cable had to be held in place or the pump positioned strategically for a connection. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump with one that includes up-to-date software. The caller was instructed to return the damaged pump to tandem within ten days using a provided return box and pre-paid label to avoid being billed. The caller was advised to program their pump settings into the replacement and connect their cgm to it.